Event description:
It was reported that during a shoulder arthroscopy, a part of the electrode of the werewolf flow 50 coblation wand detached. The broken piece was removed, and patient was stable. The procedure was completed with 10 minutes of surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. Bio debris is present. The electrode has been heavily used and partially eroded away. Product was out of the original packaging. No packaging returned. A functional evaluation revealed plugging the wand into the controller cause an end-of-life error. Using bypass software, the wand created plasma and coagulation with the available electrode pieces. The data extracted revealed the wand was activated previously and experienced a "check electrode on wand tip for excessive wear or clogging" error. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include device coming into contact with a metal object such as a cannula and mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.